Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was exchanged due to hemolysis. The patient had been admitted into the hospital with a lactate dehydrogenase (ldh) of 4500. His international normalized ratio (inr) was therapeutic. It was reported by the surgeon that the pump was malpositioned due to the size of the pump pocket. The patient remains ongoing with the new lvad.